Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ultimate metal on metal acetabular liner removal and insertion of an altrex poly liner. Metal 40 mm head was removed and a 40 mm biolox delta ts sleeved head was replaced. Patient consequence?: unknown. Patient consequence description:metal reaction and pain. Action taken for procedure:removal of the ultimate liner and replaced with an altrex poly liner and changed the head from metal to ts ceramic 40 mm. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.